Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b.

Event description:
It was reported that perforation has occurred. During the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during a transseptal puncture with the nrg needle: tee echo under guidance of two anesthesiologists was used in combination with fluoroscopy. During aspiration after removal of the needle, a water-like fluid came out, indicating that the sheath was not located in the left atrial. The transseptal puncture was faulty allocated leading to a perforation. Patient has been moved to a surgical or to perform further surgery. Patient status is unknown. It was further reported that the device is not expected to be returning. After sternotomy, an aortic aneurysm was present, pressing the posterior wall into the left atrium. The wall was directly next to the septum. Resulting in penetrating both the septum and posterior wall when performing the transseptal puncture. The patient has been discharged.

Event description:
It was reported that perforation has occurred. During the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during a transseptal puncture with the nrg needle, tee echo under guidance of two anesthesiologists was used in combination with fluoroscopy. During aspiration after removal of the needle, a water-like fluid came out, indicating that the sheath was not located in the left atrial. The transseptal puncture was faulty allocated leading to a perforation. Patient has been moved to a surgical or to perform further surgery. Patient status is unknown.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.